Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012656393 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The pcba chip was reprogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error #2003 (relay error). Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode #2 wire. Hipot verification for the integrity of electrode wires insulation revealed failures. Lopot verification for the integrity of electrode wires insulation revealed failures. During inspection of the shaft segment, broken electrodes #2 and 6 wire(s) was observed. During inspection of the shaft segment, an electrode wire insulation was observed to be burnt/damaged. In conclusion, the reported "system message indicated an electrical current error" issue was confirmed through testing. The catheter failed return inspection due to error message error 2003 (relay error) and failed the electrical continuity and hipot testing due to broken electrode wires and insulation damage of electrode wires 2 and 6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pulsed field ablation cathter, a system message indicated an electrical current error. Initially, a new cable was tried, but the same error message appeared. Subsequently, a new catheter was used, allowing the procedure to be completed. No patient symptoms or complications were reported, and the patient was not under general anesthesia. There was no need for medical or surgical intervention to prevent permanent impairment, and the event did not lead to or extend patient hospitalization. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.